Event description:
It was reported by service report that the rubber was coming off the caster and the scale was inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.